Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the sterile packaging of a pinnacle cancellous screw was not properly sealed, thus the sterility of the implant was not guaranteed. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the sterile packaging of a pinnacle cancellous screw was not properly sealed, thus the sterility of the implant was not guaranteed. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis found that the 5.5x50mm gription tf ste screw was removed from its packaging. The packaging was not returned for a proper evaluation. Nothing indicative of a device nonconformance was identified. No damage potentially related to the reported event was observed. With the available information and since the packaging was not returned no further evaluation was able to be performed to investigate the reported issue. Consequently, there is no indication of any manufacturing error that could have contributed to the reported "compromised sterility" issue. Without concrete evidence or further information, it is not possible to confirm the reported allegation. A manufacturing record evaluation was performed for the finished device product description: 5.5x50mm gription tf ste screw product code: 121750800 lot number: m2732r and no non-conformances or manufacturing irregularities were identified. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the 5.5x50mm gription tf ste screw would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: 5.5x50mm gription tf ste screw product code: 121750800 lot number: m2732r and no non-conformances or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device product description: 5.5x50mm gription tf ste screw product code: 121750800 lot number: m2732r and no non-conformances or manufacturing irregularities were identified. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.